Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. As this condition could have possibly been attributed to user error, a labeling review was performed and the label was found to contain the appropriate directions, cautions and notes. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an interlink system continu-flo solution set in which the yellow septum was displaced into one of the y-sites. The condition occurred while the anesthesiologist was attempting to administer an unknown anesthesia drug during patient use. The IV set was changed and the patient's treatment continued without further incident. There was no patient injury or medical intervention associated with this event. This is report 2 of 2 of the same reported problem from this facility. No additional information is available.